Event description:
The customer stated, that she was hospitalized with a high blood glucose reading of 500 mg/dl. The customer stated, that she got a no delivery alarm and she changed the infusion set to resolve the issue. Troubleshooting was performed. The insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be retuned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.